Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent the surgery via tka for oa for with tibial jig ankle clamp and tibial jig spike up rod in question. On (B)(6) 2022, the day before the surgery, the two products in question were delivered, and when the products were assembled by the nurse, she noticed that the original center spike of the tibial jig spike up rod was slightly bent. The sales rep was pointed this out over the phone but was unable to determine the situation over the phone, so two additional replacement instrument sets were shipped. The sales rep delivered them the next day, on the 23rd, and compared the differences between the two products in question and additional replacement instruments. The conclusion was that there was no significant difference. It was assumed that the assembly was not securely fastened, and the spike was slightly misaligned. The nurse confirmed the condition of the two products in question and these were used in surgery. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.